Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device would not operate was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had a sticky trigger and fluid ingress. It was further determined that the device failed pretest for check for sticky trigger. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Event description:
It was reported that as soon as the small battery drive device was turned on it was observed that the device would not operate. During in-house engineering evaluation it was determined that the device had a sticky trigger and fluid ingress. It was further determined that the device failed pretest for check for sticky triggers. It was not reported if the event occurred during a surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in june of 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.